Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer was using fiasp insulin with the pump. Customer was informed that fiasp insulin is off-label per the user guide. Customer changed cartridge, infusion set and type of insulin to address the issue. Customer's blood glucose was 256 mg/dl.

Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevent information become available,a supplemental report will be submitted. H3 other text : device not returned